Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 500mg/dl. The mother stated that the customer was vomiting before the event. Troubleshooting was performed. Assisted the mother to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was not bent. Advised the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.